Manufacturer narrative:
The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that an angio-seal device was reported to have the collagen plug come undone when releasing the anchor into the vessel very loosely. Manual pressure was held. The patient was not harmed due to the event and there was no adverse patient ramification. Additional information was received on 5/24/18: it was reported that during deployment the device did not pull back to allow for proper tamp, thus the suture had to be cut. Manual pressure was held and the procedure outcome was successful. The patient remained in the hospital overnight for observation. There was no blood loss due to the event. An ultrasound was performed and it was confirmed that the device deployed as intended.